Event description:
The customer reported that the system displayed error messages which prevented the system from booting up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The gib, ffb and calibrations software was reloaded. The system was then found to be operating as intended.